Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited no disposable won't run. No patient consequences were reported. No adverse effects were reported.